Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer' blood glucose (bg) level was 470 mg/dl. The customer went to the emergency room (ER) with diabetic ketoacidosis (dka) symptoms including vomiting, headache and dehydration. The customer was given fluids and lab test were performed. The customer did not know the cause of the high bg; however, did have an unidentified infection. It was not known if the infection was related to the high bg. The customer left the ER after 13 hours with a bg of 300 mg/dl. The bg was later lowered with correction boluses via the pump.